Event description:
It was reported to boston scientific corporation that a microknife xl sphincterotome was used during a endoscopic sphincterectomy (est). According to the complainant, the device was tested before the procedure and was inserted endoscope. Twice, the wire exited the endoscope, cut and retracted properly. However, on the third attempt, the wire exited, cut, but was unable to retract. The device was to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Device component code 3088 relates to device problem code 1536 for the reported event of needle won't retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl sphincterotome was used during a endoscopic sphincterectomy (est). According to the complainant, the device was tested before the procedure and was inserted endoscope. Twice, the wire exited the endoscope, cut and retracted properly. However, on the third attempt, the wire exited, cut, but was unable to retract. The device was to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent and blackened at the distal tip. A functional evaluation found that the needle could not be retracted as the cutting wire had disengaged from the handle. There was no indication of breaking of the cutting wire near the proximal tip. It appeared that the cutting wire slid out of the handle during use. It is possible that, due to the needle bending at the distal tip, the user applied a considerable amount of pull force in an attempt to retract the needle, which caused the cutting wire to disengage from the handle assembly. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database found that no similar complaints exist for the specified batch number. The investigation concluded that bent needle was likely due to procedural factors (customer use/manipulation/maneuvering of the device); therefore, the most probable root cause classification is operational context.